Event description:
In a facebook post the patient writes:"...my doctor put in an axonics device and I've had 3 of them. They have not worked. I would like to try [(B)(6) sacral nerve stimulator]. I have a urologist already, can he put it in?" "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Pt: 2388. Device: 3023. Ref: mw5189871, mw5189873. This report captures sacral nerve stimulator #2.